Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called regarding the upgrade of the insulin pump and she reported that she has experienced unexplained high blood glucose. Customer's blood glucose level is unknown. She also reported that the insulin pump had unexplained alerts, condensation inside the screen and frequent battery changes. The customer declined transfer to the helpline for assistance. The insulin pump was not replaced and no product was returned for analysis.